Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hickman cvc dual lumen catheter was returned for evaluation. Visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported hole in the catheter and fluid leak as a pinhole was observed on the white extension leg. Further during functional evaluation fluid leak from the pinhole was observed upon infusion. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post chronic catheter placement, a hole was allegedly found in the pipe wall. It was further reported that, pipe allegedly leaked while flushing. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post chronic catheter placement, a hole was allegedly found in the pipe wall. There was no reported patient injury.